Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0llhk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that he had pain at the ins site. The patient had already called his health care provider to set up an appointment. It was noted that when the patient got up and down or walked the ins "caught." This pain and "catching" started on the day of this report and onset was reportedly sudden. Additional information received from the consumer reported that the patient had fallen and broken 2 vertebrae and his back pain returned gradually. The pain was so bad that he could not lift his leg. The patient thought that the implantable neurostimulator moved secondary to this fall and was now hitting the side of his nerve and causing the back pain. The patient saw their doctor and had the device turned down but was still having pain. The patient wanted to have the device removed. It was noted that prior to implant in 2013 the doctor burned his nerve endings on both sides of the spine.